Event description:
It was reported to boston scientific corporation that 3 resolution 360 clips were used during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2026. During the procedure, the clips were successfully deployed but the clip arms bent outwards when deployed resulting in ineffective clipping and falling into the patient in an open state. The anatomy location is unknown. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to the first of three devices used during the same procedure.

Manufacturer narrative:
Block h6: imrdf code a150201 captures the reportable event of clip falls into the patient in an open state in unknown location. Block h11: investigation results. The returned resolution 360 clip was analyzed, and visual inspection found the device returned with the clip assembly attached and with one arm bent. Also, it was possible to observe that the activations were not performed. The reported event of clip arm bent was able to be confirmed. The reported event of clip falls into the patient in an open state was unable to be confirmed. During product analysis, it was found that one clip arm was bent inward. This condition may occur when the physician unintentionally opens the clip inside the scope. Therefore, the reported event clip arm bent will be classified as an adverse event related to procedure. Regarding the reported event clip falls into the patient in an open state, it was observed that the returned clip assembly had one arm bent. This type of issue (bent clip arm) can directly affect the force of the device during use, which could subsequently cause the clip assembly to detach from the device. As a result, the clip may fall into the patient in an open state. However, the definitive cause of the reported issue clip falls into the patient in an open state could not be established, as the clip assembly was returned still attached to the device. It is unknown whether the clip assembly remained attached due to external handling or whether, during the procedure, the clip did not actually fall into the patient. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion of adverse event related to procedure.